Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging the lancet holder within her onetouch lancing device was damaged. On (B)(6) 2011 the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient alleged that on (B)(6) 2011 she went to test her blood glucose in the morning as usual but was unable to obtain a blood sample with the subject lancing device due lancet holder within it being broken. The patient reported that she manages her diabetes with metformin 500 mg and gliperide pills (unknown dose) twice per day and tests her blood glucose 4 times per day. The patient reported that she took her usual dose of oral medications prior to her breakfast when she was unable to test. Approximately 3-4 hours later, just before her lunch, she claimed she began to "sweat profusely" and immediately drank some orange juice to raise her blood glucose. Shortly after, she ate a sandwich and some fruit and began to feel better within 20 minutes. The patient denied testing her blood glucose at that time because she didn't have a back up lancing device. At the time of troubleshooting, the cca noted that the lancing device had been in use for a few years prior to it breaking and there was no evidence of misuse. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.